Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal hysterectomy procedure, the suture needle was broken. A different suture was used to complete the procedure. There was no patient injury.